Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue of "broken forceps lifting wire " was confirmed. Evaluation found the k-wire (forceps elevator wire) found completely cut off. This condition noted to be due to mechanical/chemical stress applied by repeated use for the long duration (handling issue). Furthermore, inspection noted the light guide (light guide) lens adhesive part was found peeled off. Additionally, the following defects/findings were identified during device inspection: stretched angle wires observed. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob is out of the standard value. Nozzle found deformed. Adhesive on a-rubber (bending section) has a crack. Stretched angle wires observed. Due to wear of angle wire, the play of u/d knob is out of the standard value. Physical defects : scratch observed on distal end , protector of universal cord on s-connector side , ig protector up/down (u/d) knob, right/left (r/l) knob, switch box ,s-connector, grip, connecting tube and c-cover. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device was observed with broken forceps lifting wire (some of the wires constituting the forceps elevator wire are cut or frayed but not raised ). The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported . Device evaluation found the adhesive part of the lighting lens (illumination lens ) was peeled off. This report is being submitted for peeled adhesive of the lightning lens (illumination lens ) found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. Please see updates to d5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light guide lens glue peeled off and a stain entered through the gap in the adhesive due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.